Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
It was reported that the patient had their ipg explanted and replaced for an unknown reason. Further information was requested but not received.